Event description:
During a procedure the error message "interlock shutdown" displayed and lesions were unable to be performed so the procedure was cancelled. There were no adverse consequences to the patient.

Manufacturer narrative:
One nt1000 pain management rf generator was received for analysis. Visual inspection revealed the input, output connectors and controls appeared to be free of physical damage. All the mounting hardware was secured. Normal wear was observed on the exterior enclosure. Ac power was applied to the rf generator and the system successfully executed the power on self-test with no faults detected. All modes were examined in this investigation. Testing of all ports was conducted while monitoring the port temps and impedance. Audible tones emitted were consistent with the modes of operation selected and no issues were observed. No hardware anomalies were detected in this investigation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information provided to abbott and the investigation performed, the reported event was unable to be confirmed. The returned product functioned properly during the evaluation.